Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on anterior assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is not related to the device. Infection (unknown onset): unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Additional observations: crease fold and wear abrasion observed on the device. Brown particles observed on the device. Stress marks observed on the device.

Event description:
Patient reported left side "having serious issues with my breast including inflammation, swelling, redness, and extreme pain." Additionally, healthcare professional reported left side "rupture and infection". Device has been explanted.

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that lot number 2408520 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of (B)(6) 2021 through (B)(6) 2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety: product/procedure: unable to observe as it is a medical event that is not related to the device. Infection: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient reported left side "having serious issues with my breast including inflammation, swelling, redness, and extreme pain." Additionally, healthcare professional reported left side "rupture and infection". Device has been explanted.

Event description:
Patient reported left side "having serious issues with my breast including inflammation, swelling, redness, and extreme pain." Additionally, healthcare professional reported left side "rupture and infection". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on anterior assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Infection (unknown onset): unable to observe as it is a medical event not related to the device. Additional observations: crease fold and wear abrasion observed on the device. Brown particles observed on the device. Stress marks observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: infection (unknown onset), rupture.

Event description:
Patient reported left side "having serious issues with my breast including inflammation, swelling, redness, and extreme pain." Additionally, healthcare professional reported left side "rupture and infection". Device has been explanted.